Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undected could result in the failure of the device to peform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2012 for a low battery. The user was alerted to the problem by a flashing red led, an audible beep and low battery warnings. A new pad-pak was inserted and the device switched on four times in quick succession passing its self tests. Although no fault was found with the pad or pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The recorded temperatures at the time of the failed were as low as zero degrees. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 200p devices are for multi-use.